Event description:
Pt received first IV catheter 1/14. Nurse noted phlebitis 1/18, 1/20 pt reported resolved, 1/21 new IV started, rn noted moderate edema, tenderness at site 1/25. Pt admitted to hosp 1/27 with pus draining from right hand. Blood cultures positive for staph coag neg, pt started on antibiotics.